Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll customer support to report that he was treated. He reported that he got upset when talking to someone and felt his heart racing. He went to his bedroom and the lifevest was alarming and he was treated. He reported that he tried to check the screen to see what was going on and was only pressing one response button. The pt reported that the treatment knocked him to the ground. The pt's sister called ems but the pt refused to go to the hosp. The pt did not allege any injuries resulting from the treatment or fall. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 184 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The pt did not seek medical attention and continued to use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 12/2012; electrode belt sn (B)(4): 04/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.